Manufacturer narrative:
The reference previous gi bleed was previously reported under MFR # 2916596-2017-00831.

Manufacturer narrative:
Approximate age of device - 3 years, 1 month. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2018 due to anemia and suspected gi bleed due to black, tarry stools. The patient's hemoglobin was 7.5 in an outpatient setting; however, when the patient came to the emergency department, the patient's hemoglobin was 6.2. The patient's inr was 1.1 and had not been on anticoagulation due to previous gi bleeds. The patient received 2 units of packed red blood cells and discharged on (B)(6) 2018. No alarms were noted for this event. No further issues at this time.